Manufacturer narrative:
Additional information added to the customer¿s report of an over infusion was not confirmed. The incorrect pcu was returned for investigation. Analysis of pump module (s/n (B)(4) ) event logs, reviewed the events on the reported date of 27 january 2019. There were no infusions programmed for the duration of 20 hours. No programming errors were identified. Functional testing performed found the pump module to be delivering fluid slightly out of specification on the low side (under infusing) for the asm test requirements. Rate calibration was performed and the vpmr was changed from 174.1 to 166.6. After calibration, the returned pump module was observed to now be delivering within specification. The pump module did not infuse out of specification for the timed rate accuracy testing. Pump module (s/n (B)(4) ) was opened for the internal inspection. There were no signs of fluid ingress. The mechanism assembly was found to be in good working condition. The root cause of an over infusion was not identified.

Event description:
The customer reported that an unspecified picu chemo infusion was programmed to infuse for a duration of 20hrs however infused within 20 min. There was no report of patient harm. .although requested, no additional information about the patient, medication, or event was provided.

Manufacturer narrative:
The reported over infusion event could not be confirmed. No programming errors could be identified. Although the customer was contacted, they were unable to return pcu (s/n (B)(4) for investigation, therefore the event logs and data set were not available. The source pump module (s/n: (B)(4) was also not returned for investigation; only concomitant pcu (s/n (B)(4) and pump module (s/n (B)(4) were returned for investigation. The most recent event in the logs provided, the pump module was programmed to infuse a volume of 400ml at the rate of 72ml/hr. Which equals a duration of 5 hours. The pump module was channeled off two hours after the infusion had begun. The root cause of the over infusion event was not identified.

Event description:
The customer reported that an unspecified picu chemo infusion was programmed to infuse for a duration of 20hrs however infused within 20 min. There was no report of patient harm. .although requested, no additional information about the patient, medication, or event was provided

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The event occurred in picu, the patient was a child. Patient demographics requested however not provided by the customer.

Event description:
The customer reported that an unspecified picu chemo infusion was programmed to infuse for a duration of 20 hrs however infused within 20 min. The customer did not indicate patient harm.

Event description:
The customer reported that an unspecified picu chemo infusion was programmed to infuse for a duration of 20hrs however infused within 20 min. The customer did not indicate patient harm.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.